Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but alarms continued. Customer reportedly reverted to manual insulin injections. Customer reported their blood glucose level was within target range.